Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The power output did not meet specifications due to faulty pkrf board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: the power on self-test failed with errors 200 ref 27f. The software was outdated and the wrong serial number was programmed in the software. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus gyrus generator¿s power output wasn¿t where it was supposed to be during routine maintenance. There was no patient involvement during this event.